Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not audibly announcing continuous glucose monitor alerts on the pump. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy.